Event description:
It was reported that a 61-year-old caucasian female who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced left sided baker grade IV capsular contracture, left sided rupture, and right sided ptosis post procedure. As a result, right capsulorrhaphy, left capsulectomy, bilateral mastopexies, and replacement with 235cc mentor gel implants was performed on (B)(6) 2023. See 1645337-2023-02070 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2023. The complaint device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).